Manufacturer narrative:
(B)(4). Concomitant product: guide wire: progress 140t. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, 90% stenosed, chronic totally occluded, de novo left anterior descending (lad) a 140t progress guide wire accessed the lesion and the 1.2 x 6 mm mini trek balloon dilatation catheter (bdc) was advanced but vessel resistance was met and the device was pulled back; resistance was met during removal from the vessel and a proximal edge kink of the hypotube was noted. There was no reported adverse patient effect. A second device was used successfully in the procedure without issue. There was no reported clinically significant delay in the procedure. No additional information was provided. (B)(6).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink was confirmed. The reported failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for shaft kink, failure to advance or difficult to remove from this lot. Based on the information reviewed, there is no indication of a product deficiency.